Event description:
Using a syringe with a safety needle attached, the phlebotomist drew a blood sample. After the phlebotomy procedure was completed, the phlebotomist attempted to engage the safety device. The safety device covered the needle appropriately, but during that time, the cover actually broke off at the hinge.